Event description:
It was reported that the patient presented in-clinic for a generator changeout. Prior to the procedure upon interrogation, it was noted that the right-atrial (ra) lead exhibited high capture threshold. As a resolution the ra lead was capped and replaced on (B)(6) 2025. The patient condition was stable.